Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima activator ii reusable drive mech. Was not able to close. The retractor jammed and the surgeon could not get the handle to move at all. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The serial number provided was incorrect. This is a reusable OEM device. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the facility for evaluation. Signs of clinical use was present, and no blood could be detected on the device. A visual analysis was performed. There were no defects detects on the device. The device was evaluated for it's mechanical functions. The crank lever was rotated both clockwise and counter-clockwise to determine the fluidity of the device's movement. There was no resistance felt. The device was attached to two reference acrobat blades. Once the blades were attached, the lever was once again rotated and the device retracted with no resistance felt. Based on the returned condition of the device, and the results of the evaluation, the reported failure "mechanical issue" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima activator ii reusable drive mech. Was not able to close. The retractor jammed and the surgeon could not get the handle to move at all. The hospital did not report any patient effects.